Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Provider states there is low output with the compressor. RMA issued and replacement occurred.